Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer service that they developed peritonitis due to touch contamination. Additional information was provided through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). On (B)(6) 2023 the patient was experiencing abdominal pain, but reported that the peritoneal dialysis (pd) fluid was clear. The patient went to the emergency room (ER) thinking the pain was related to their gallbladder. However, once in the ER the pd fluid was observed to be cloudy. A pd fluid culture was obtained. The patient¿s white blood cell (wbc) count was highly elevated (values not provided). The patient was admitted to the hospital and diagnosed with peritonitis. The pd effluent culture resulted positive for methicillin-sensitive staphylococcus aureus (mssa). The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and fortaz (dose, frequency, and duration unknown). The patient was discharged on (B)(6) 2023. The fortaz was discontinued and the patient continued to complete antibiotic therapy with ip vancomycin. The patient continued dialysis with pd plus utilizing the liberty select cycler during recovery. The cause of the patient¿s peritonitis was reported as touch contamination due to patient incompetence. The patient caregiver is supposed to be setting up the pd treatment and assisting the patient throughout the treatment on the liberty select cycler which includes the initial pause phase of pd plus in the late afternoon. However, the patient did not wait for the caregiver to return from work which resulted in touch contamination. Both the patient and caregiver have received re-education.